Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the lead was coming through the skin and the patient underwent a surgery to repair the open area. The patient was doing and healing well postoperatively. The device remains implanted.